Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported intense shooting pain in tooth with exposure to hot/cold. Patient visited their dentist and provided a letter of recommendation. In the letter the dentist states the patient was evaluated for discomfort and pain in their lower anterior teeth. After clinical evaluation and review of patient history, it has been determined that the use of byte aligners is the cause of the patient's significant tooth pain and discomfort. It is recommended that the patient discontinue use of the aligners immediately to prevent further discomfort and potential dental complications. Also recommended they wear a retainer representing their current position of their teeth to help stabilize them.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.